Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/05/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot number qamhxk, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: it was reported by the customer during skin excision procedures the suture is popping off at the swage. Please clarify what do you mean by "suture is popping off at the swage" do you mean the needle pulled off from the suture during the procedure? Yes. Was the needle removed from the patient during the same procedure? Yes. Were there any unexpected outcomes or complications as a result of this suture needle pull off intra op event? No. What is the condition of the patient? Good. Facility name? Brucato plastic surgery center. Procedure date? Don't have exact dates. Event date? What are the lot number for product code: j496g - qcmaxe. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin excision procedure in 2020 and suture was used. During the procedure, the suture got detached from the needle. The procedure was completed with like device with no patient consequences. Additional information was requested.